Manufacturer narrative:
Missing ground prong. Lift motor. Corroded pins from fluid ingress.

Event description:
It was reported by service report that the foot and head end lift motors won't go down, the power cord was damaged, and the can motor control was corroded. No patient involvement or adverse consequences are reported.